Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise, the patient experienced syncope. The physician decided to leave atrial lead implanted, the patient received a device upgrade successfully and was stable post procedure.